Manufacturer narrative:
Weight, ethnicity, race: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm13.2 implantable collamer lens of -10.50/0.5/117 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2014. On (B)(6) 2022, refractive change over time with low vault was recorded. A lens exhange is planned. Lens remains implanted.

Manufacturer narrative:
B1 corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B5 "on (B)(6) 2022 the lens was exchanged with a different model/ longer lens due to refractive change overtime and low vault. The problem is resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H1 - corrected to serious injury in initial MDR. H6 health effect impact code: 4629 should be added to the inital MDR. Claim # (B)(4).

Manufacturer narrative:
B1 - corrected to product problem (e.g. Defects/malfunctions) in initial MDR. B2 - required intervention to prevent permanent impairment/damage should be removed from initial MDR. Claim #(B)(4).